Manufacturer narrative:
Result: nurse call cable. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the nurse call cable was bent and missing pins. It is unk if there was pt involvement or if there were adverse consequences to report.